Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant procedure, the patient was experiencing severe glistenings in their vision. The iol was removed and the patient's symptoms resolved. Additional information as been requested.

Manufacturer narrative:
Please delete/cancel MDR # 1119421-2016-00687. All relevant information related to this patient has been submitted using MDR # 1119421-2015-06935. (B)(4).

Manufacturer narrative:
Evaluation summary: only a portion of the lens was returned for analysis. The returned optic portion has extensive damage. The lens is too damaged to conduct a check for the optical resolution. Solution was observed on the returned product. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause could not be determined for the reported complain of ¿severe glistening in vision.¿ the lens is too damaged to conduct a check for the optical resolution. While we are unable to determine the root cause of the damage, our observation reasonably suggests that it is not manufacturing related. Due to the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).